Event description:
During a laparoscopic cystectomy, the probe tip of the subject device was suddenly lost. The physician applied longer anesthesia and localized the probe tip by x-ray and retrieved the tip. The procedure was completed without devices. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the resulted of eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred. Consequently, the probe tip broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.